Manufacturer narrative:
The warnings and precautions section of the vitros chemistry products dt control instructions for use (IFU) state: "warning: handle as if capable of transmitting disease. This product is prepared from human serum. Each donor unit used in the preparation of the product has been tested and found to be nonreactive for hepatitis b surface antigen (hbsag), antibody to hcv, and antibody to hiv using FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in nccls guideline m29 or other published biohazard safety guidelines. This product should be handled using the same precautions as with any other blood or blood-derived product." In addition, the IFU provides the following first aid instructions for ingestion: "drink 1-2 glasses of water. Seek medical advice." The individual was taken to an urgent care facility after ingesting the control. No treatment was administered at the urgent care facility as the individual displayed no unexpected clinical symptoms. The root cause of this event is user error. The 3500a form is incomplete as ocd could not obtain contact information for the customer site at which the event occurred. No additional information regarding this event is expected to be obtained as the customer site cannot be contacted.

Event description:
An individual ingested the vitros chemistry products dt control. The individual was a (B)(6) child that was at a vitros customer site at the time of the event. It is unknown if the individual ingested the lyophilate only, the diluent only, or both in the form of a reconstituted control fluid. It is also unknown whether the level 1 or 2 dt control was involved, and how much of the control was ingested. This event constitutes potential biohazard exposure. (B)(4).